Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they are unable to charge their implant. Patient mentioned that they had an accident and had some damage to their left arm and they developed complex regional pain syndrome and that is why they have a stimulator. Patient stated that they saw a pain management specialist and they determined that they could benefit from a spinal cord stimulator and they installed one. Patient noted that they haven't had a follow up with their healthcare provider since they were released from the hcp because everything was working and they had their last appointment shortly after that anyway. Agent asked patient when they last used their stimulator and patient noted it has been probably at least 6 months. Patient mentioned that they have been using the stimulator all this time and not concerned about it until it quit charging. Patient also stated they are having to use pain medication to cover their pain because they don't have the stimulator. Patient mentioned that they think their implant battery is dead; patient added that when they were able to charge it would take an hour and a half. Patient noted that the implant would not charge and then they would try a few weeks later and then gave up and did other things for their pain. Agent reviewed implant longevity with patient. Patient did not have their equipment with them at the time of the call to troubleshoot; agent advised patient to charge controller and have other equipment and call back. Agent advised the patient to call back with their equipment for further troubleshooting.